Event description:
I received a series of three euflexxa injections into both my knees one week apart with the final injections given on (B)(6) 2016. On monday (B)(6) 2016 I noted severe pain began first in my right knee and then severe pain followed in my left knee. I contacted the treating physician dr. (B)(6) on (B)(6) 2016 because the pain had grown so bad that I was having trouble just walking, sitting, bending my knees, extending my knees, climbing stairs or any physical function with my knees. I was given an anti-inflammatory medication that only helped a limited amount and I then returned and asked to be given a prednisone dose pack for treatment for the pain and limited function in my knees. I took this medication and it helped as well but I am still worse off than before I ever got the injections with pain, decreased ability to walk, stand, transfer from sit to stand, squat, kneel, etc. I am now wearing double knee braces and must use a cane at times for walking. I have received these injections in the past without any issue and they did help my knees but not this time. I originally received synvisc injections and then received euflexxa and this had been repeated about 4 times to both knees. I now must pursue other treatment to try to help me recover from this side effect with other md's and physical therapy.